Event description:
It was reported that noise was observed on the atrial lead which could be reproduced with pocket manipulation. All electrical values were in range and the physician opted to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.